Event description:
The customer reported that, during a hepatectomy procedure, the jaws of the subject device started to melt after two to three minutes. The settings were noted to be normal basic settings. Two devices of the same model were in use during the procedure and both exhibited the same behavior. Additional details were requested regarding the reported event. No additional information was provided. The subject device was sent to olympus for evaluation. During inspection and testing, the tissue pad in the grasping section was peeling and partially separated. This report is being submitted for the malfunction found during evaluation (tissue pad partially separated). There was no effect on the patient due to the event. The first device is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
During inspection and testing, the tissue pad in the grasping section was peeling and partially separated. There was also a burnt mark on the tissue pad. A review of the device history record found no deviations that could have caused or contributed to the tissue pad damage. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the peeling of the tissue pad was due to the tissue pad being worn away because no tissue was being grasped between the grasping section and the probe tip when the device output was activated in seal and cut mode for, or after, transection of tissue which caused the tissue pad to be excessively heated due to friction between the grasping section and the probe tip and resulted in the tissue pad being partially peeled away. The coating of the grasping section likely came off when dirt such as a burn was scraped off with something hard. The probe coating was likely peeled off due to activation of the device in seal and cut mode for a long duration while no tissue was grasped by the grasping section and the distal end of the probe (including activation after completion of tissue cutting). However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device. The report of the jaws melting was confirmed during testing. The coating of the grasping section was scratched and peeling. The probe tip was burnt. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.